Manufacturer narrative:
In response to medtronic¿s request for device return, the device was returned to the manufacturer for evaluation and repair (detailed as follows): analysis found the cable broken. The customer requested the device be returned to them unrepaired. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during setup a xps footswitch was ¿at rest/inactive¿ when it ¿turned on by itself¿. This is the only information provided and there was also no report of patient impact or injury as a result of this event.